Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wearable failure" was reported. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient had a wearable failure that resulted in a emergency room (ER) visit. No other information was documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
H2 additional information h6 type of investigation - additional

Event description:
Subsequent to the initial MDR, additional information became available.